Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined that the comb and bottom roll were damaged. The bottom roll and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery on (B)(6) 2024, dermatome grid damaged and does not cut properly. No patient involvement or impact. Due diligence information in process but no additional information available at this time.